Manufacturer narrative:
The cartridge instructions for use states: "replace the cartridge every 72 hours if using novolog" the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 350-402 (mg/dl) with trace ketones for the past few weeks despite multiple cartridge and infusion set site changes. Reportedly, the customer believes the pump was not delivering insulin. The customer went to the emergency room (ER) to address bg levels. While in the ER the customer received manual injections of insulin administered by the ER staff. The customer was in the ER for 2 hours and left with a bg level of 110 (mg/dl). During a pump system check, the customer reported the pump time was off by a few minutes. Tandem's customer technical support (cts) assisted the customer with correcting the time. In addition, the customer reportedly used the cartridges with novolog insulin for four days. Cts informed the customer that novolog was labeled for 72 hour use with the cartridge. The pump system check showed the pump was delivering insulin as intended however, the customer maintained the pump was the cause of th elevated bg levels. Reportedly the customer had manual injections as alternate insulin therapy.